Event description:
Pt states that he is unable to program cadd-ms3 pump sn # (B)(4), but admitted to leaving battery out for approx two weeks. Pt denies any interruption in therapy. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by pt/caregiver.